Event description:
Info received indicates the head of the bed drifts down five degrees in 15 minutes.

Manufacturer narrative:
The technician found the CPR valve seal was leaking and bypassing the valve. He replaced the CPR valve with valve to repair the bed.